Manufacturer narrative:
The implant was returned for analysis.the pusher, introducer, and microcatheter were not returned for analysis. The implant was found to have a damaged monofilament with a profile indicative of a tensile break. The distal ball of the implant was found to be in good condition. Further investigation could not be completed, as the pusher or microcatheter were not returned for analysis. The inspection of the implant found the attachment monofilament to have a separation profile that is consistent with tensile force rather than thermal detachment from using a detachment controller. The event as described in the complaint description states that the coil was attempted to be repositioned over the span of 4.5 minutes, at which point the coil became stuck; the IFU for this product indicates a 3 minute repositioning time. The complaint is consistent with the implant's gel expanding to the point that the coil would not be able to move freely within the microcatheter. This would result in the implant separating from the pusher due to the implant becoming stuck and then having a retraction force placed upon it that exceeded the strength of the attachment monofilament.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that coil embolization was performed in an internal iliac artery. During delivery of the 8th coil, the first 2-3 loops formed without issue, but advancing the coil became more difficult. The catheter was manipulated and the coil was re-advanced several times over the span of approximately 4.5 minutes until the coil would no longer advance. During the withdrawal attempt, the coil detached in the catheter. Both segments of the coil were removed together with the catheter without incident. The same catheter was reinserted and used to successfully deploy 3 more coils to complete the procedure. There was no reported patient injury.